Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 128694 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 128694 and device part number 195-430h / lot 128419. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 128694 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
The investigation is not yet complete. Upon completion, a supplemental report will be submitted to the FDA.

Event description:
The user reported conflicting results with the binaxnow covid-10 ag card test. The user reported that after performing a test using the binaxnow covid-10 ag card test and waiting 15 minutes the sample had no line and user thought it was a negative result. After 5 more minutes the sample line had a faint pink line. No additional patient information, including treatment and outcome, was provided although requested, .